Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and device dislocation ("essure not visible on left during hysteroscopy") in a 39-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: small dense opacity measuring 2,3 mm on pelvis projection which could be a foreign body.. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, this case was found to be a duplicate of case (B)(4); therefore this current case will be deleted from bayer database and all its content is being transferred to the remaining case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and device dislocation ("essure not visible on left during hysteroscopy") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: small dense opacity measuring 2,3 mm on pelvis projection which could be a foreign body. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.